Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (unable to complete incoming testing) has been confirmed. Upon investigation the electrode belt trunk cable was damaged preventing belt from plugging into a monitor. The root cause for the damaged trunk cable was physical abuse. No adverse event resulted from the damaged belt.